Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Log file analysis indicated a sudden rise in measured contact force multiple times throughout the procedure. In addition, optical fibers 2 and 3 were noted to rise out of specification at the same time the sudden rise in contact force occurred. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. However, fluid ingress was detected within the catheter shaft between electrodes 1 and 2 during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fluid ingress into the shaft remains unknown.

Event description:
During a ventricular tachycardia (vt) procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Vt was induced with iso and extrastimuli (s4), both the right and left ventricle were mapped with an advisor hd grid mapping catheter in vt which had a lot of tcl variability. The tachycardia was determined to be focal in mechanism. It was determined that the earliest signal and ablation target was inferior apex of rv as this was the earliest (onset/just onset with vt). During two ablation lesion sessions, the contact force went to over 300 g of force without extending beyond the surface and without significant change in impedance or rhythm. Ablation was stopped both times; the catheter was removed to the atrium, force was reset, and the catheter continued to function normally. This occurred both times near the rv high voltage lead placed along the septum. After ablating in the rv, a slight drop in blood pressure was noted. Ice ultrasound was done which revealed a pericardial effusion. A pericardiocentesis was performed. The physician thinks the effusion was potentially caused by the ablation catheter movement/ablation along the septum and apex of the rv. The patient is stable and recovering well.